Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Visual examination of the returned device noted a crack in the locking mechanism. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that [18 days] after placement of a corflo cubby low profile gastrostomy device during a percutaneous endoscopic gastrostomy (peg) procedure, the balloon ruptured. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".